Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices - persona tapered cemented stem extension 14mm, catalog #: 42557000114, lot #: 64529921. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device evaluated by manufacturer? Investigation incomplete.

Event description:
It was reported that during knee arthroplasty, it was identified that the set screw packaged with the tibial component was missing from the packaging. As no replacement was available, the surgeon used the tibial component with a stem extension. No adverse events were reported as a result of this malfunction. Attempts have been made to obtain additional information, however, no additional information is available at this time.